Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in the right common iliac artery, the fox plus balloon ruptured at 15 atms during the third inflation. The device was removed and there was no reported adverse pt effect. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.